Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified micro drip access sets experienced connection issues. The clinical staff reported that they were having a difficult time spiking levofloxacin bags. To resolve the issue, the clinical staff a different intensive care unit (ICU) medical product to complete therapy. These events occurred during preparation and prior to patient connections. There was no patient involvement. No additional information is available.